Event description:
On (B)(6) 2012, the pt reported to her parents that she suddenly began to hear a high-pitched, loud squealing sound when wearing her speech processor on her right ear. The squealing remained present with her back-up processor and the clinic's loaner processor and external equipment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.